Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch # m53856. The analysis found that one ec60a device was returned with the clamping mechanism damaged and with a gst60w cartridge reload fully fired and in good visual conditions. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the device was used to anastomose hepatic pedicle with ecr60w. The firing was good and the staple line was complete. However after the surgeon removed the device from the tissue, the jaws of the device could not close. As the jaws could not close and the device could not be removed through trocar, the surgeon lengthened the incision of trocar and took the device with trocar on it out of the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.